Event description:
Unable to removed guide wire. Catheter possibly bonded to wire. Catheter placed in rt cephalic vein, coiled at shoulder level. Pulled back 15cm & redirected. Catheter looped back on itself; pulled back. Unable to remove guidewire for radiologist procedure aborted.